Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant site of the patient with this pacemaker had broke off and started bleeding. The patient had to go back to the hospital. To date, the device remains in service. No additional adverse patient effects were reported.